Event description:
It was reported that a missing cannula and insulin leakage from the luer lock were observed during use of the infusion set, resulting in elevated blood glucose levels. The patient replaced the cassette, infusion set, and tubing to resume insulin delivery. There was patient involvement with no reported patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.